Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The field representative stated that it is planned to perform a commanded shock and defibrillation threshold (dft) test during a device changeout procedure due to elective replacement indicator (eri) status. Additional information was received that a dft test was performed and shock impedance measurements obtained were 82 ohms, therefore, it is planned to continue to monitor this patient. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The field representative stated that it is planned to perform a commanded shock and defibrillation threshold (dft) test during a device changeout procedure due to elective replacement indicator (eri) status. No adverse patient effects were reported. At this time, this device remains in service.